Event description:
Customer's mother reported that the insulin pump's act button felt different to the touch than before. Caller also reported that the insulin pump returned two button error alarms within the past several months. Blood glucose level was 165.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarms were noted on the pump. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.